Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the tubing clamp was loose. The following was received by the initial reporter: on (B)(6), the operation was successfully completed. After the operation, cimetidine was given to protect the stomach, tranexamic acid to stop bleeding, vitamin b6, vitamin c nutritional support and other symptomatic treatment. The clip is loose, and the bleeding phenomenon is obvious. The indwelling needle should be replaced immediately and the infusion should be normal.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 2237196. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the tubing clamp was loose. The following was received by the initial reporter: on (B)(6) the operation was successfully completed. After the operation, cimetidine was given to protect the stomach, tranexamic acid to stop bleeding, vitamin b6, vitamin c nutritional support and other symptomatic treatment. The clip is loose, and the bleeding phenomenon is obvious. The indwelling needle should be replaced immediately and the infusion should be normal.